Event description:
Boston scientific crm received information that this right ventricular (rv) lead failed to sense and capture. No adverse patient effects were reported.

Manufacturer narrative:
A revision was performed and this lead was successfully repositioned and remains in service. No additional information is available. If any additional information does become available, this report will be updated.